Event description:
In 2008, the pt reported receiving recurring 04 (occlusion) messages on her insulin infusion device. To troubleshoot, the pt was instructed to disconnect from her infusion headset and prime the tubing which she did without error. She stated, she had changed her headset the "night before last". On f/u with the pt on three days later, she stated that over a 36 hr period, she had to change her infusion set tubing 5 times and her headset 2 times due to occlusion errors. She said, the occlusions occurred during primes and during use, usually while she was sleeping at night. She stated she had elevated blood glucose reading from 300 mg/dl to "hi". She stated, she treated her readings by bolusing her headset and tubing. She said the errors have stopped and her readings are slowly coming down with her last reading being 224 mg/dl. The pt stated, she is unsure if her readings are due to the errors or to the infections she currently has. She said she has started some new medications. The pt did not require assistance from a healthcare professional or second party to address the issue. Prod was replaced and requested to be returned for evaluation.